Event description:
It was reported that during central processing, the maryland bipolar forceps instrument conductor wire was found to be damaged. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire insulation. There was no material missing. The instrument passed the electrical continuity test.